Event description:
Pt reported the infusion device displayed an e7 electronic error during basal rate delivery. He changed the battery, and the infusion device displayed an e8 power interrupt error after the self-test was completed. He was unable to clear the e8 power interrupt error as the check button would not function. Pt also noticed there is a small crack on the infusion device display, but he is still able to correctly read the insulin delivery amount. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided int he supplemental report.